Manufacturer narrative:
(B)(4). The customer returned an opened cs-24402 kit containing a guide wire assembly and various other components. The guide wire was a purchased coated guide wire which was returned partially within the advancer tube. The guide wire was observed to have several kinks towards the distal end of the body. The distal j-bend was slightly deformed but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The major kinks in the guide wire body were located at 23, 48 and 65mm from the distal tip. The guide wire met all dimensional requirements. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. (Con't) other remarks: the IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations towards the distal tip. The returned guide wire met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the sgw (spring wire guide) bent while the md was performing the procedure. The md used another device and the procedure was finished without issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the sgw (spring wire guide) bent while the medical doctor was performing the procedure. The medical doctor used another device and the procedure was finished without issue.